Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 412 mg/dl compared to readings of 120 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. A slot was milled into sensor casing to perform smu (source measurement unit) testing to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues; unable to read sensor after milling. An extended investigation was performed. Visual inspection has been performed on the milled returned sensor puck and observed damaged molex connector. The sensor initial data was reviewed and observed that sensor was in state 8 with event log 11 and 9 observed. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Sensor was able to scan to confirm the functionality of the returned sensor. Performed an smu (source measurement unit) test to absence of accuracy issues and results were within specification. Sensor thermistor testing was within specification, indicating the proper functionality of the puck's thermistor. Poise voltage test was performed, the measurement was within the yielding results and indicated no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 412 mg/dl compared to readings of 120 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.